Event description:
It was reported that several days after implant, high shock impedance was observed. The lead was replaced; however, the problem persisted. After the device was changed, all values were normal.

Manufacturer narrative:
Na

Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory. The hvli measurement from rv to can was found to be high. The device was programmed to do several shocks and did not meet specifications. Further analysis found a short within the hybrid substrate.